Event description:
It was reported that in-office device interrogation showed a battery voltage of 2.85 volts which was lower than expected. Later a carelink transmission showed voltage of 2.69 volts. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010 the battery voltage with telemetry was 2.69v and the daily measurement was 2.95v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Event description:
It was reported that in-office device interrogation showed a battery voltage of 2.85 volts which was lower than expected. Later a carelink transmission showed voltage of 2.69 volts. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device was reprogrammed and remains in use. The battery voltage was measured low, and on the next visit elective replacement time was tripped. The device remains in use. No patient complications have been reported as a result of this event. The device has been explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that in-office device interrogation showed a battery voltage of 2.85 volts which was lower than expected. Later a carelink transmission showed voltage of 2.69 volts. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device was reprogrammed and remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device is in progress. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010 the battery voltage with telemetry was 2.69v and the daily measurement was 2.95v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed high battery impedance. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010 the battery voltage with telemetry was 2.69v and the daily measurement was 2.95v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Event description:
It was reported that in-office device interrogation showed a battery voltage of 2.85 volts which was lower than expected. Later a carelink transmission showed voltage of 2.69 volts. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the device was reprogrammed and remains in use. The battery voltage was measured low, and on the next visit elective replacement time was tripped. The device remains in use. No patient complications have been reported as a result of this event.